Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32g x 4mm bd pen needle. Consumer reported 5 pen needles would not release insulin during injection. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defects was observed. The bent npe cannula would be the cause for no flow through the pen needle, hence the customer would think the pen needle was clogged, as reported. As the sample was returned after use, and no manufacturing defects were observed, the probable cause for the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing two cases of inability to deliver insulin during use. The following has been provided by the initial reporter: it was reported by the consumer that the pen needles would not release insulin during injection. Event description states, consumer stated: 5 pen needles would not release insulin during injection. 2 pen needles out of the 5 have an occurrence date of (B)(6) 2019. Consumer could not provide occurrence dates for the remaining 3 pen needles. Samples available lot: 8339725 item: 320122 expiration date: 2023-12-31 one box affected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing two cases of inability to deliver insulin during use. The following has been provided by the initial reporter: it was reported by the consumer that the pen needles would not release insulin during injection. Event description states, consumer stated: 5 pen needles would not release insulin during injection. 2 pen needles out of the 5 have an occurrence date of (B)(6) 2019. Consumer could not provide occurrence dates for the remaining 3 pen needles. Samples available. Lot: 8339725, item: 320122, expiration date: 2023-12-31, one box affected.